Event description:
It was reported that the patient had received several inappropriate therapies due to noise. Technical services noted that the noise observed was due to a lead damage. The lead was capped.